Manufacturer narrative:
Concomitant medical products: 4193 lead, implanted: (B)(6) 2006, this lead was reported as included in the field action noted and returned product investigation found the lead performed as described in the field action. The initial reported event of lead fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30-day report. If information is provided in the future, a supplemental report will be issued.

Event description:
A lawsuit alleged that the lead was fractured and explanted. No patient complications were reported as a result of this event. (B)(6) 2011 it was reported that the physician suspected the lead to have fractured and there were non-sustained episodes.